Event description:
This report is filed because approximately 1 year and 5 months post mitraclip (cds 1030316522) implantation, the implanted clip detached from one mitral valve leaflet but remained attached to the other mitral valve leaflet (single leaflet device attachment)with increased mitral regurgitation. It was reported that on (B)(6) 2013, one mitraclip was successfully implanted without issue in a patient with degenerative mitral regurgitation (mr) grade 4, reducing the mr grade to trace. On (B)(6) 2015, a worsening of mr was noted and a single leaflet device attachment (slda) was observed. The clip detached from one mitral valve leaflet but remained attached to the other mitral valve leaflet. Reportedly, the patient has been on steroids and had mitral valve leaflet flail which may have contributed to the slda. Another mitraclip was successfully implanted, reducing the mr from grade 4 to 1, with satisfactory results. The patient is in good condition. There was no additional information provided.

Event description:
Subsequent to the initial medwatch report filed, additional information received: reportedly, the implanted mitraclip and the mitraclip procedure did not cause or contribute to the leaflet flail.

Manufacturer narrative:
(B)(4). The device remains implanted in the patient, therefore, a failure analysis of the complaint device could not be performed. The analysis of this complaint was an assessment of the manufacturing records/complaint history and information provided to abbott vascular. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Potential causes for single leaflet device attachment (slda) leading to incomplete coaptation can be caused by, but are not limited to, patient conditions (such as anatomical morphology/pathology, associated comorbidities, and disease state), user technique/procedural conditions (procedural circumstances influencing the ability to grasp the leaflets) or manufacturing anomalies. With respect to the patient condition, procedural conditions and/or user technique, the slda may be influenced by the difficulties with visualization or morphology of the mitral valve, including tethering of the leaflets, chordae interaction, or leaflets that are thinner/thicker, restricted and prolapsed. In this case, the patient had been on steroids and had leaflet flail which may have contributed to the slda. Based on the information reviewed, the reported slda appears to be related to patient conditions and not a product quality issue. The increased mitral regurgitation (mr) was likely due to the slda of the implanted clip. The reported patient effect of mr (worsening) is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.